Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 18816101. Expiration date - the correct expiration date is 06/30/2017. (B)(4) suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The customer stated the media a turned "blue green" color. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Thirty bis, lot 18816101 were returned. In a shelf pack box: twenty-four(24) new, unused bis with red ci discs, caps not pressed down, and intact purple media ampoules in uncrushed plastic vials. Also in the shelf pack box 1 unused bi with light pink color ci disc and ¿sterile¿ sticker around the bi cap, cap not pressed down, and intact purple media ampoule in an uncrushed vial. One (1) bi in a tyvek pouch with orange-yellow ink bar, p/n12320, with a ci strip with red ink bar: the bi has a red ci disc, ¿sterile¿ sticker around bi cap which is not pressed down, and intact purple media ampoule in an uncrushed vial. Grouped together in a sealed pouch: four (4) used bis with yellow ci discs, caps pressed down, no media remains in the vials. Three (3) of the four vials have multiple crush marks per vial; the fourth vial does not have crush marks. Each of the bi has a ¿sterile¿ sticker around the bi cap. The suspected positive bis are not confirmed.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 04/09/2016 to 10/06/2016 and no significant trend was observed. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The concomitant sterrad 100nx was tested by a field service engineer. The issue was identified as a loading error. It is inconclusive whether this issue is related to the suspect positive bi. There is insufficient information to determine an assignable cause. It is unlikely that the complaint issue was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to the complaint issue, and no significant trend was observed with the lot trending. The customer was unresponsive to multiple attempts to obtain information additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. Should additional information be received at a later date, the complaint will be re-opened and re-evaluated. A customer letter is being sent to address the loading issue. The issue will continue to be tracked and trended.